Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that elevated thresholds were noted on the leadless implantable pulse generator (ipg) following implant. It was noted an atrioventricular ablation procedure was performed during the implant. The device was reprogrammed, however the patient then presented with loss of capture and thresholds were varying. The patient was admitted and the device was then inactivated and replaced with a transvenous system. No patient complications have been reported as a result of this event.